Event description:
It was reported by the contact that the customer received an altitude alarm. The contact declined to provide the blood glucose level. The customer removed and reinstalled the cartridge. There was a temporary delay in clearing the alarm and resuming insulin delivery.

Manufacturer narrative:
Additional information received from the contact indicated that the customer's had experienced a high blood glucose (bg) and had collapsed (not unconscious) when the reported altitude alarm had occurred. The bg value could not be recalled. The customer was not injured or hospitalized and assistance from a third party was not required. After the altitude alarm was cleared, the customer treated the bg.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.